Event description:
A response was received from the implanting hospital but product information was not provided. Operative notes were provided which indicated the use of prophylactic antibiotics to irrigate the surgical site.

Event description:
During what was thought to be generator replacement, it was discovered that the patient had previously undergone generator and lead replacement due to an infection. It was reported that this surgery was to reimplant the vns system after the patient had recovered from the infection. Attempts to obtain additional relevant information have been unsuccessful to date.